Event description:
It was reported that the patient was expected to undergo a revision surgery for the artificial urinary sphincter for unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.